Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. Initial reporter: the customer phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. All mdrs associated with this report are: - 2122870-2015-00494. - 2122870-2015-00495. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer analyzed the patient's sample twice (2) on the unicel dxi 800 access immunoassay system and obtained repeatable results above the assay's normal reference range. The customer then reanalyzed the patient's sample three (3) additional times on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained similar repeatable results above the assay's normal reference range. A new sample was collected from this same patient. This second sample was tested twice (2) on the original unicel dxi 800 access immunoassay system and three (3) additional times on the alternate unicel dxi 800 access immunoassay system and obtained repeatable results above the assay's normal reference range. Both samples were tested on two alternate methods (the siemens centaur and a point of care troponin method) which generated lower, discordant results within the respective assays' normal reference ranges. This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in an edta plasma tube. Information on the centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.